Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that this right atrial (ra) lead exhibited loss of capture (loc) and no sensing measurements. The lead was found dislodged into the right ventricular (rv). A lead revision procedure was performed where this lead was explanted and a new lead was successfully implanted. No additional adverse pt effects were reported. No additional info is available at this time. If additional info becomes available, this report will be updated.